Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the most likely cause of the reported event was determined to be due to the alignment of instrument with axis of connector plug

Event description:
It is reported that; during surgery, the tip of the driver broke when the surgeon tried to tighten the set screw of connector. The tip was no longer used, therefore the surgeon changed the 20mm connector to 22mm connector. The driver was able to used to the 22mm connector. It is likely also that had been damaged before surgery.

Event description:
It is reported that; during rudius surgery, the tip of the driver broke when the surgeon tried to tighten the set screw of connector. The tip was no longer used, therefore the surgeon changed the 20mm connector to 22mm connector. The driver was able to used to the 22mm connector. It is likely also that had been damaged before surgery.